Event description:
The customer reported elevated red blood cell (rbc) results, hemoglobin and hematocrit check fails, and poor reproducibility on hemoglobin for two patients involving coulter lh 750 hematology analyzer. The erroneous results were released out of the laboratory. The customer contacted the physicians and advised not to use the issued patient results. There was no report of patient consequence or change in patient treatment associated with this event. The customer was advised to discontinue use of the instrument. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered bubbles in the red blood cell (rbc) dispenser and replaced the dispenser to resolve the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. The customer indicated the rbc dispenser failed at approximately 14:00 on (B)(4) 2012. Patient results one hour prior to the event functioned satisfactorily. The customer reanalyzed the patient samples affected after the instrument was repaired and reanalyzed 5c controls. The customer-supplied data indicated slightly higher red blood cell (rbc), platelet (plt), and hematocrit (hct) (calculated) results with lower indices (mean corpuscular hemoglobin concentration (mchc), mean cell hemoglobin (mch)) for both patients when compared to results obtained after service of the instrument.